Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82258026 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when it was not filled to normal working pressure. There were no reported injuries to the patient. The operator has experience using cordis balloon catheters. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Updated complaint conclusion due to updated product evaluation: as reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when it was not filled to normal working pressure. There were no reported injuries to the patient. The operator has experience using cordis balloon catheters. Additional information was requested but was not provided. A non-sterile unit of ¿powerflexpro 8mm8cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to be inspected. A thorough inspection was performed on the unit observing that neither the balloon, shaft, or luer hub present any damages or anomalies. The balloon was received not inflated. No other outstanding details were noticed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reach the rate burst pressure. However, inflation of the balloon was not possible due to the balloon presenting a leakage condition. Sem results showed that the powerflexpro 8mm8cm 135 unit balloon surface presented evidence of a burst condition and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82258026 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided and the product evaluation, the reported event of ¿balloon burst at/below rbp¿ was observed and evaluated. A thorough inspection was performed, observing evidence of a burst condition and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. However, the exact cause of the reported event could not be determined. Based on the information available for review, it is likely vessel characteristics, although unknown, and procedural factors may have contributed to the reported event as evidenced by device analysis. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events for both devices. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when it was not filled to normal working pressure. There were no reported injuries to the patient. The operator has experience using cordis balloon catheters. Additional information was requested but was not provided. The product was returned for analysis. A non-sterile unit of ¿powerflexpro 8mm8cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing that neither the balloon nor the shaft or luer hub presented any damages or anomalies visible by the naked eye. The ballon was received deflated. No other outstanding details were noticed. Functional testing was performed using an inflator/deflator device attached to the inflation port. Balloon inflation was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. A leak was present in the balloon that did not permit maintaining pressure during inflation as expected. Sem results revealed the saber 2.5mm20cm 150 balloon surface presented evidence of a burst condition and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. It seems the material near the damaged area was affected with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82258026 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed via device analysis as a leakage was noted coming from a ruptured area on the balloon surface. However, the exact cause cannot be determined. The outer surface of the balloon presented evidence of scratch marks adjacent to the balloon rupture. The balloon material near the rupture, appears to have been punctured either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. Therefore, based on the information available for review, it is likely vessel characteristics, although unknown, and procedural factors may have contributed to the reported event as evidenced by device analysis. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events for both devices. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when it was not filled to normal working pressure. There were no reported injuries to the patient. The operator has experience using cordis balloon catheters. Additional information was requested but was not provided. The device will be returned for evaluation.